Event description:
It was reported that during preparation of a procedure, the fiber could not emit energy and it was fractured. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported fiber could not emit energy event as analysis identified burn marks on the connector face. The fiber was received in one piece, and measured 310 cm. Visual analysis did not identify abnormality along the fiber body, and there was no fiber break identified. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. The functional testing was performed, and the aim beam was bright and distorted. The distorted light was caused by the degraded fiber tip. The following message was displayed: treatment used: 1 treatment left: 9. Burn marks were observed on the fiber jacket and the connector face. Burned connector failures can be caused by prolonged use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. The failure can come from the fiber interaction with the console or specifically the blast shield which may lead to overheating, ultimately causing the burning on the connector face. It is likely the fiber overheated which contributed to the reported 'fiber failed to emit energy' event. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. The IFU states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And the IFU states the slimline fiber length in cm is 310 cm (plus or minus 25 cm). Based on the analysis result and information available, there was no fiber break found during analysis, and the procedure was completed without patient complications. The information reasonably suggests that the identified burn marks on the connector, overheating, and the fiber not being able to emit energy are unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during preparation of a procedure, the fiber could not emit energy and it was fractured. The procedure was completed using another fiber without patient complications.